Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
It was reported that during surgery using the msp metatarsal shortening system, the tip of the driver broke off into the head of the screw. The customer used a backup driver to insert the screw and the driver tip broke again in the same way. No patient complications were reported.